Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms during bolus delivery. Customer stated they were unable to clear the alarm. The insulin pump did not ask for rewind but customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Retainer ring is black. On 01/08/2022 customer called in with the following concerns: customer is calling because while trying to delivery a bolus the device stopped and gave them several errors, pump error 81 and 82. P-cap locked in place properly during testing. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 81 or 82 alarms noted during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 81 and 82 alarm were recorded on (B)(6) 2021. Proceed it by cutting device open and perform a visual inspection of all connectors and electronic assemblies. All connectors were plugged in properly including motor flex connector. During visual inspection of electronic assemblies, no moisture damage noted on motor or electronic stack. Device may have had an intermittent failure not detected during our testing. No physical damage noted during visual inspection. In conclusion, no pump error 81 or 82 alarm noted during testing. Device was tested successfully. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.